Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Per the distributor, the customer had multiple comorbidities and the cause of death was not related to the pump. However, the exact cause of death was not provided and could not be confirmed with the customer's healthcare provider (hcp). Multiple follow up attempts were made; however, the customer's hcp did not respond.